Event description:
The initial reporter received questionable gen.2 ise indirect na and k results on a cobas 8000 cobas ise module. For the first sample, the initial na result was 152 mmol/l. The repeat result was 143.6 mmol/l. For the second sample, the initial na result was 164.5 mmol/l. The repeat result was 146.8 mmol/l. For the third sample, the initial na result was 156 mmol/l. The repeat result was 141 mmol/l. For the fourth sample, the initial k result was 6.12 mmol/l. The repeat result was 4.62 mmol/l. The initial results were not reported outside of the laboratory. It is not known which results were deemed correct. The electrode serial numbers and expiration dates were requested but not provided.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
The field service engineer (fse) observed bubbles in the ise diluent syringe. The degasser pump was replaced. The service maintenance actions performed by the fse resolved the issue. The root cause of the event could not be determined.